Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance measurements on the right ventricular channel. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.